Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspect lot numbers - h20j29062, h21b01116, h21c01098, h19k11038. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the suspect lot numbers: h20j29062, h21b01116, h21c01098, h19k11038. Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a disconnection between the patient connector of a minicap transfer set and the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was in use approximately three (3) months. The transfer set was replaced; however, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.